Manufacturer narrative:
Monitor, battery pack - 04/2003, battery pack - 11/2005. Device eval summary: device evaluations monitor and batter packs have been completed. The reported problem was confirmed. The cause of the battery packs not fully inserting into the monitor was bent battery connector contacts within monitor. Several of the battery connector contacts were physically bent out of position, which prevented proper engagement with the mating contacts in the battery pack connector. Battery pack had corresponding damage to its connector, likely from being forced into the damaged monitor connector. Battery pack did not show any signs of connector damage or misalignment. The root cause of the bent contacts be positively identified. No adverse event resulted from the damaged monitor. The monitor was not being used by a patient. The damaged connector will be replaced.

Event description:
A lifecor sales representative called customer support stating that during a patient fitting, neither battery pack would insert into the monitor. The sales rep's equipment was replaced.